Manufacturer narrative:
The sample was collected in a greiner li heparin plasma tube and was centrifuged at 3000g for 10 minutes at 20 celsius. The customer supplied documents stated that the primary tube volume was 3/4 full and that the sample was clear. Qc and system check data were not supplied by the customer. No service was dispatched for this event, as the customer is not questioning instrument performance. Although pre-analytical sample handling may be a contributing factor, no clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a non-reproducible, false positive troponin (accutni) result, which was reported outside the laboratory, generated by the unicel dxi 800 access immunoassay system. Results in normal reference range were obtained upon repeat testing. Re-run sample was re-centrifuged before processing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.